Event description:
A customer reported that a knife was not sharp during a procedure. Another knife was used to complete the case. There was no pt harm or injury. Add'l info has been requested.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. The root cause for the dull knife experienced by the customer cannot be determined. (B)(4).